Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having a hard time controlling her sugars and is not sure she is doing everything correctly. The customer has been experiencing low blood glucose for a long time, like a year. The customer was in a coma from low blood glucose and she had a heart attack while being in coma. Reviewed the programming and the reservoir was showing the same amount of insulin as shown on the status screen. Advised the caller to speak with her doctor regarding the low blood glucose. No further information was provided.